Event description:
It was reported that the patient presented to the hospital due to inappropriate shocks caused by double counting on t-wave. Egm revealed the r-waves had decreased. The device and lead remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.